Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they therapy could be working better. They stated that all of a sudden, therapy does not adjust to cover pain when changing positions. The patient reported pain symptoms leg to feet. The patient had degenerative back. He stated he had improved 50% over the past year. The patient was going to meet with manufacturer representative. The indication for implant was non-malignant pain and failed back surgery syndrome.